Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2026, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® tag® thoracic branch endoprosthesis (tbe). On (B)(6) 2026, the patient underwent a 2nd staged endovascular procedure utilizing the gore® excluder® thoracoabdominal branch endoprosthesis (tambe). On (B)(6) 2026, the patient returned for a reintervention based on CT findings that suggested a type ia endoleak at the proximal tbe graft. The interval CT scan between the tbe and tambe procedures had shown no evidence of endoleak; however, the post tambe CT scan raised concern for a proximal type ia leak. During the procedure, an arteriogram was performed to identify the source of the suspected type ia endoleak. No type ia endoleak was visualized. Instead, a type iii endoleak due to component disconnection was identified between the tbe main graft and a tbe extender. A second extender was placed, but this did not resolve the leak. The physician then elected to use a 9 × 7.5 cm viabahn to extend the tbe side branch back into the aorta, followed by placement of a 37 × 10 gore® tag® conformable thoracic stent graft with active control system alongside the viabahn. This successfully resolved the endoleak.